Manufacturer narrative:
(B)(64. Maquet cardiovascular files as the importer for this device. Intervascular sas is responsible for manufacturer reporting.

Event description:
The hospital reported origin of the issue: surgery detail: surgeon was creating a "biobental" with this graft and an edwards magna valve. The fraying happened on another valve used a few weeks ago, details on that case were not reported to me. These are the notes from the surgeon: the necessitated stopping twice to deal with fraying of the graft and at one point I thought we were going to have to open a second magna valve and start over as the fraying was getting bad. Not only would this have been a cost issue, this patient is quite ill with ejection fraction 25% and the added cardiac ischemic time and cardiopulmonary bypass time related to this graft issue was severely sub-optimal. In my estimation it extended his cardiac ischemic period of his already compromised heart by 10-15 minutes and also his cpb time. If the graft had frayed any more and we had to redo it with a second graft and valve that would have cost us and the patient 45-60 minutes. Number of occurrences: 2.0 sample available: n/a, lot number: 16g21 serial # (B)(4).